Event description:
It was reported that the patient had significant diaphragm stimulation with left ventricular (lv) pacing. The lv lead was programmed off. The patient is part of (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.